Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to stopper pullout as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® k3 edta (k3e) blood collection tube did not meet the mean force specification for stopper removal/loose closure before use during r&d testing. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: during r&d testing, we observed some tubes with 2nd time stopper removal forces that did not meet the minimum force specification. We also observed 1 batch of tubes that did not meet the mean force specification. The product information is listed below. Catalog #366430, batch #9095718, test date: (B)(6) 2019, data review date: 14 oct 2019. Observation did not meet minimum force specification. 366668, 9122779, (B)(6) 2019, 14 oct 2019. Did not meet minimum force specification. 367729, 9184898, (B)(6) 2019, 14 oct 2019. Did not meet minimum force specification. 366450, 9095722, (B)(6) 2019, 14 oct 2019. Did not meet mean force specification.